Event description:
Customer states she had an erroneous bicarbonate result for one pt sample. The erroneous result was not reported to the floor, the pt was not affected. Original run gave 39 mmol per l, the repeat was 23 and the third run was 24 mmol per l. All testing was performed on the same analyzer. The sample type was serum and no other tests were affected. The field service rep determined a dripping nozzle tip to be the cause of the discrepancy and he replaced the tubing. The field service rep ran the instrument to verify analyzer operation.